Event description:
The customer alleges that physician felt resistance during injecting of the medical agent into the inserted catheter. The catheter was removed and a new kit was used. No pt injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.